Event description:
The 500 ml canister has been promoted as FDA approved with no approval for years. White foam misbranded and broken off in patients. Some required surgery to remove . No reporting to FDA human factor for versa and nisus one 510k submission has been pencil whipped to ensure no failures occur in order to pass submission on instruction from the owner. Labeling on all products do not meet FDA requirements of revisions, UDI or control. No validation data to support critical equipment parameters to ensure quality product produced. (Sonic welders). Current procedures not followed. No validation of packaging performed. No maude data base reporting on issues with pumps catching fire and burning a patient or other issues. This facility needs to be completely audited. Company website: corkmedical.com. 500 ml canister for nisus/misbranded white foam product with wrong information to customers.